Event description:
It was reported that the patient was originally admitted on (B)(6) 2014 with sepsis secondary to an infected ventriculoperitoneal (vp) shunt and meningitis with reinsertion on (B)(6) 2014. Argatroban (heparin-induced thrombocytopenia positive) was held prior to the operating room (or). A pump malfunction occurred on (B)(6) 2014 due to thrombus. The malfunction was associated with red alarms and pump stoppage. The pump was explanted (turned off) on (B)(6) 2014. The patient was well supported on milrinone. The patient was not re-implanted. The pump will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for investigation. A specific cause for the patient's infection and pump stoppage could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 30mar2012. The heartmate ii lvas IFU, rev. C. Is currently available. The IFU lists device thrombosis and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. This section also provides guidance in managing infection. This IFU also outlines the appropriate actions to perform in response to the pump stopping. The "alarms and troubleshooting" section outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with pump thrombus therefore the pump was explanted on (B)(6) 2014. No additional information provided.